Event description:
It was reported that during reprocessing that a broken wire was noted on the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of a broken wire was noted while cleaning was not confirmed. The instrument grip cable was found derailed at the distal end. One of the grip cables slipped off the idler pulley. The grips could still open and close but movement may not be precise. No other damages found on distal clevis. Additional damage found was deep scratches on the main tube. Distal end of main tube has several scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Damage may be due to mishandling. Electrical continuity passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.